Event description:
This unsolicited case from united states was received on 14-dec-2017 from the healthcare professional. This case concerns a patient of unknown demographics received treatment with synvisc one injection and after unknown latency the patient had swelling, knees to be drained. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency and indication: not reported; lot number: 7rsl021 and expiration date:unknown). On an unknown date in 2017, after unknown latency of receiving the injection the patient had swelling and the patient's knees had to be drained. Action taken: unknown. Corrective treatment: not reported for other events; knee drained for knees to be drained. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns patients who received synvisc one injection from the recalled lot and later had swelling and their knees were drained. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.